Manufacturer narrative:
The alarm trace did not indicate an issue. The user stated that the qc was in range. The field service engineer noted that the measuring cells needed to be replaced. These cells were replaced according to the procedure. He performed verification tests with acceptable results. Calibration and qc was performed and all of the results were within the normal ranges. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t assay results for one patient tested on a cobas e 411 immunoassay analyzer. The initial troponin t results were reported outside the laboratory. The results were repeated because the user questioned the rise and fall of the results. The repeat results were from recentrifuged specimens reran on the reported analyzer, on another cobas e 411 analyzer and on an unspecified cobas instrument at their reference laboratory. The repeat results from the second analyzer and the reference laboratory were deemed to be correct. Specimen (B)(6) drawn at 2:30 am had an initial result of 8 ng/ml, a repeat result of 9.53 ng/ml after centrifugation from the same analyzer and a result of <6 ng/ml from the reference laboratory. Specimen (B)(6) drawn at 3:49 am had an initial result of 22 ng/ml, a repeat result of 8.27 ng/ml after centrifugation from the same analyzer, a repeat result of 9.5 ng/ml from the other analyzer and a repeat result of <6 ng/ml from the reference laboratory. Specimen (B)(6) drawn at 5:00 am had an initial result of 29.75 ng/ml, a repeat result of 10.75 ng/ml after recentrifugation from the same analyzer, a repeat flagged result of <6.0 ng/ml from the other analyzer and a repeat result of <6 ng/ml from the reference laboratory. The reagent lot number and expiration date were asked but not provided.